Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.

Event description:
Reported false positive sars results for an unknown number of patients. It is unknown whether the patients were symptomatic or if the results were confirmed. Confirmation method(s) not provided. The customer was unable to provide further details and clarification.